Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 43 mg/dl. Customer corrected with orange juice, and he was disoriented with time. Patient's current blood glucose is 174 mg/dl. Based on customer report customer does not allege pump was over delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer refused to proceed with the troubleshoot for low blood glucose, and refused to troubleshoot for high blood glucose. Customer stated he does not want to remove his entire set because he believes nothing is wrong with the insulin pump. The insulin pump will not be returned for analysis.